Manufacturer narrative:
(B) (4). Information is unavailable; device was not returned for evaluation. Device has not been released from the hospital additional information was requested. According to the sales representative, "the surgeon said they had 200cc of blood lose. No transfusion. Surgeon used device for years but hospital just got back in 4 months ago. Patient stayed over night and I have not been made aware that they are not doing fine. I don't have the patient's info except to say they looked smaller than average. Device has not been released from the hospital risk management." As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the device was placed for the first firing to access the vessel. The firing handle was pulled. Once opened, the device only fired ¾ of the way. The device had only transected ½ of the vessel. Upon examination of the cartridge, the staples at the end had not been pushed. There was some bleeding. The patient was opened and a second stapler was fired and the area over sewed to stop the bleeding. The device will not be released from the account at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing. The analysis showed that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.